Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer complained of a control panel error message and therefore shut down. There are no reports of pt injury or death associated with this event.